Event description:
Reporter alleged that aviva test strips were labeled with an expiration date of "6/30/2010". The manufacturer's records show the actual expiration date to be 06/30/2009. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.

Event description:
The pt was revised because of loosening of the stem and wear of the liner.